Manufacturer narrative:
The qc was within the assigned ranges on the day of the event. The field service engineer (fse) found that the root cause was a component failure due to a handling error (bent bead mixer). He adjusted the bead mixer. The fse then verified that the instrument was performing within specifications. The service action performed by the fse resolved the issue in a trained service process.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys probnp ii assay on a cobas e 411 analyzer (rack system). Initial result: 10.00 pg/ml (accompanied by a data flag). The physician questioned the initial result and requested that the sample be repeated. 1st repeat result: 24480 pg/ml (transferred to false bottom tube (fbt)). 2nd repeat result: 11046 pg/ml (tested from primary tube). 3rd repeat result: 23963 pg/ml (tested from the same fbt). The high results were deemed to be correct.

Manufacturer narrative:
The probnp ii reagent lot number was 841692 with an expiration date of 30-apr-2026. The field service engineer checked the analyzer and found that the mixer was bent. No abnormal alarms were detected. The investigation is ongoing.